Manufacturer narrative:
According to the conformable gore® tag® thoracic endoprosthesis instructions for use, potential adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement.

Event description:
On (B)(6) 2017, this patient underwent endovascular treatment of a descending aortic aneurysm using a conformable gore® tag® thoracic endoprosthesis. During the procedure, a proximal type I endoleak was observed and it was resolved intraprocedurally by ballooning. On (B)(6) 2017, CT imaging revealed a proximal type I endoleak. The cause of the endoleak was not reported to gore. On an unknown date, aneurysm enlargement of approximately 3 mm was observed. On (B)(6) 2020, a reintervention occurred whereby an additional stent graft was implanted to treat the endoleak. It was not reported was device was implanted. The patient tolerated the procedure.